Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: primary operative notes were received with no issues noted. No devices or photos were received; therefore the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence there to is unknown. Cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.